Event description:
Roger drake of baum, hedlund, aristei and goldman alleges in a civil complaint that his client was injured as a result of exposure to heparin. No specific information related to the exact nature of the client's injury was provided and no specific information related to the actual manufacturer of heparin involved was provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.